Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) all conductors distorted. Upon inspection, it was noted that all conductors of the lead was distorted. Upon visual inspection, it was noted that the inner insulation of the lead was kinked/buckled. Upon visual inspection, it was noted that the lead had been stretched. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the lead was dislodged despite the extension of the helix. While trying to reposition the lead the physician could not insert the stylet into the lead body. The lead was not implanted. No patient complications have been reported as a result of this event.